Manufacturer narrative:
This follow-up MDR is created to document the additional medical history and evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump body at the end of the exhaust strain relief and near the spring area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. The pump body was kinked downward at this site. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with either cylinder, both had tow sutures still attached noting they had not been implanted. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. The pump body at the separation site appeared kinked downward. This positioning, in combination with device usage over time, may have contributed to sufficient stress to separate the pump body at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a malfunction was reported with a leak on the pump and one of the pieces of tubing. The pump was explanted and replaced. Additional information received indicated the patient came in with a device that would not inflate. The physician found a leak in the tubing exit from pump and chose to replace only the pump, with a touch pump. The physician did not have a pump (only) on hand, so a pump was cut off of a new pump/cylinder set and implanted in the patient.